Event description:
Information was received from a patient regarding an external device. The reason for call was patient representative says that the controller battery wont hold a charge like it did when they first got it, and says this started probably about a year ago and keeps getting worse. They said if they charge controller to 100 percent it wont last that long. Controller port looks intact. The issue was not resolved. A request was sent to the repair department to replace the battery pack. Caller called back and reported that the pt controller only reached 50% charge even after extended charging. Caller confirmed no visible damage to the ac power supply or battery pack and stated that both components were recently replaced. Due to the continued issue, agent submitted a request for repair to replace the controller and instructed caller to call back if the issue persists. Patient (pt) called back stating that they just got a new controller and battery pack, but they couldn't get the controller set up. Agent was guiding the pt through the pairing process when it was discovered that they couldn't get past the connect the recharger screen due to the ac power supply being connected to the controller instead of the recharger. Agent reviewed and had the pt connect the recharger. Agent guided the pt through the pairing process successfully. Pt then said that the therapy was turned up so high that it was like they were being electrocuted. Pt decreased the stimulation during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.